Event description:
It was reported that the patient was implanted again on (B)(6) 2013 but the system became infected and was removed the week prior to the date of this report. It was noted that the healthcare professional had waited 3 months since the last infection to re-implant. Additional information received reported all items were removed due to the infection. Both sides were removed. Additional information received reported the infection was believed to be in the battery pocket but would be confirmed. Date of explant was unknown and there was no product to return.

Event description:
Additional information received reported that the patient had not yet been re-implanted. The patient was system free at the time of the report. The reporter had no new information about the location of the infection or the patient¿s status.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0d12s, implanted: 2013-(B)(6), product type lead, product ID 3387s-40, lot# va0d12s, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 siebel (rep): no new information.

Event description:
Additional information received reported that the infection was confirmed to be at the pocket incision site.